Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the flex arm (part # 03.612.010 lot # h759855) was returned and received at us cq. There are light surface scratches along the handle and the arm of the device as well as light discoloration on the distal coupling of the arm that are consistent with normal wear. Inspecting the individual arm segments of the device, there appears to be no visible damage on the arm or the chord that connects the device. The low friction washers on the tightening handle appear to be worn as they have clear circular wear marks from the thrust bearings. Functional test: the knob on the device is easily tightened and loosened. When fully engaged, the arm does stiffen however its shape can still easily be altered with a light application of force. Functional testing confirmed the complaint condition of the device being loose. Functional testing showed the device remained loose when the knob is engaged. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: flex arm assembly. Conclusion: the complaint was confirmed for the flex arm (part # 03.612.010 lot # h759855) as the device does not completely stiffen when engaged. When the knob is engaged to its furthest point, the flex arm can still be manipulated through light applications of force. Although no definitive root-cause could be determined, it is possible that the device experienced unintended forces leading to internal mechanical failures. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part 03.612.010, synthes lot h759855, manufactured by mediflex surgical products . A DHR file from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Jde confirmed that the lot was released for sale in april 2019. A search in mdd nonconformance module confirmed that no nonconformances occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the mis flex arm was not remaining stiff in the mis decompression. This was occurred in intra-op time. Used another mis flex arm from the set to continue spinal decompression. The patient outcome was unknown. This is report 1 for 1 (B)(4).